Manufacturer narrative:
(B)(4). Initial reporter phone #: (B)(6) medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. However, the manufacturing site reviewed (B)(4) device history records for lots manufactured between january to december, 2016 and no abnormalities were found. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that a nurse suffered a needle stick injury from a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter because she had difficulty activating the safety mechanism. The source patient was a know drug user and the nurse was evaluated in a&e and received pep treatment.